Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an unknown surgery for proximal femoral nail antirotation (pfna). The surgery was completed successfully without any surgical delay. On (B)(6) 2022, it was confirmed that cut-out occurred. The revision surgery was done on (B)(6) 2022. The pfna was removed and replaced with an artificial head. The surgeon commented that femoral neck fracture was the cause of the cut-out. It is unknown when the femoral neck fracture occurred. This is report 1 of 4 for complaint (B)(4). This report is for one (1) pfna-ii ø10 sm 125° l200 tan.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. No code is for revision surgery and injury. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.